Manufacturer narrative:
(B)(4).

Event description:
Additional information received from health care provider reported that gait and balance issues due to advance parkinson complicated by treatment fluctuations, increased amount of falls as a result. The patient was referral to physical therapy, continuous medication management, continuous use of motorized scooter and rolling walker.

Manufacturer narrative:
Concomitant medical products: product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387s-40, lot# v606256, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387s-40, lot# v686973, implanted: (B)(6) 2011, product type: lead. Product ID: 3387-40, lot# l84432, implanted: (B)(6) 2000, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2004, product type: implantable neurostimulator. (B)(4).

Event description:
A consumer's family reported that the patient experienced freezing episodes in their legs. The patient had initial changed in symptoms on (B)(6) and it got worsen on (B)(6) 2015. There had not been any changes to medication and they had not had any recent medical tests. It was indicated that the patient took a fall a day prior to this report. The stim was verified to be on and ok with settings for each side on the day of report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The indications for use for this patient were parkinson's dual and movement disorders.